Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis revealed that one of the tabs had separated from the sheath extrusion. A portion of the sheath extrusion was still adhered to the separated tab. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The customer report of separated sheath tabs was confirmed by visual inspection of the customer supplied photo. Visual analysis revealed that one tab was separated from the extrusion. Based on the customer report and the supplied photo, manufacturing caused or contributed to this event. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the handle of the peel away broke when removing. They had to remove it in total and use a new one." The issue was identified during use on patient, there was a delay in treatment but no other patient harm. They were reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the handle of the peel away broke when removing. They had to remove it in total and use a new one." The issue was identified during use on patient, there was a delay in treatment but no other patient harm. They were reproted as fine.